Manufacturer narrative:
This medwatch report is being filed as a good faith effort based on the product evaluation, which presented a ductile tensile overload of the coil and core wire. As received, the specimen consisted of one-1 each pkg-190-018 short taper g.w.; returned coiled, loose and double-bagged within "zip-lock" style poly biohazard pouches. An undetermined amount of coil and core wire material is missing and was not returned with the specimen. A review of the device history records of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. During manufacturing and packaging of this product the operators are instructed to 100% visually inspect for any obvious defect prior to shipment. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The specimen presented extensive kink/bend damage of varying severity and frequency scattered over the length of the device. The distal coil and core wire presented bend and ductile tensile overload fracture damage. The specimen presented scraped/frayed ptfe coating in the vicinity of the kink/bend damage with no evidence of coating removal. There was no mention of the missing core and coil wire material or fractures in the event description. Therefore, the exact timing of the damage cannot be determined. Our investigation was unable to confirm that the product did not meet specification prior to shipment. The investigation concluded that the product met specification at the time of shipment. As noted in the device instructions for use (dfu) precaution: ·do not torque, advance or withdraw the guidewire if significant resistance is felt. Torqueing, advancing or withdrawing a guidewire against significant resistance may cause vessel damage, guidewire damage and/or guidewire tip separation. ·free movement of the guidewire within a catheter is an important feature of a steerable guidewire system because it gives the user valuable tactile information. Test the system for any resistance prior to use. As indicated within the operational instructions (dfu) warnings: ·attention should be paid to guidewire movement in the vessel. Before a wire is moved or torqued, the tip movement should be examined under fluoroscopy. Do not torque a wire without observing corresponding movement of the tip. Always advance or withdraw a wire slowly. Never push, auger, or withdraw a guidewire which meets resistance or the guidewire may perforate the vessel if forced against resistance. Resistance may be felt tactilely or noted by tip buckling during fluoroscopy. Do not continue advancing if vessel resistance is met (especially in the renal vasculature) as this could cause vessel perforation. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided and the evidence presented, it appeared that procedural and/or handling factors have contributed to the event as reported. Should additional information be received, a follow up medwatch report will be submitted. Note: although annex g instructions state that with stand-alone devices annex g term should not be used, code 4755 was selected due to component code (g) showing up on the missing data report.

Event description:
Event: the device was unable to cross. During a stent graft case, a femoral approach was performed and an attempt was made to use the device, but it was unable to cross the lesion, so the use was discontinued. Thereafter, the procedure was continued using another device, and the procedure was completed successfully. There were no adverse patient effects due to this event. Was there any appearance abnormality before use? No where it was unable to cross? (Lesion, sheath, inside guiding catheter, etc.,) lesion shaping; yes, patient outcome: no patient injury.